Event description:
While using interventional rotablator cardiac device in the pt's coronary artery, the device's tip became separated from the body of the catheter supporting it, along with the wire which was being used to guide the device to the proper position for intended removal of coronary artery plaque.